Event description:
It was reported stimulation would ramp up when the programmer was activated and when the patient would press the (+) button to increase stimulation. An sjm representative reprogrammed the patient and resolved the issue. The programmer is performing as intended.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.